Event description:
There was no patient involved in this event. The unit powers on by itself without manual intervention.

Manufacturer narrative:
The pad-pak was first installed successfully on the october 2010 and performed to specification up to 18th january 2015. A manual power up was recorded during this time of ten minutes duration. Multiple manual power ups of ten minutes duration were recorded between 23rd january 2015 and the 7th july 2015. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.